Event description:
N/a.

Manufacturer narrative:
It was reported that many attempt to recapture the valve were made but none of them succeeded to have a satisfying deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging provided, which confirmed the events described. Based on the information received, the cause of the reported incident is consistent with operational difficulties. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, there was a difficulty identified in the ideal release point in both the cusp overlap and coplanar projections. Since it was not possible to find the ideal projection for cusp alignment, the valve was released in the projection where its radiopaque markers showed the best alignment. The contrast was injected, and it was observed that the valve was positioned significantly below the patient's cusp markings in that projection. The valve was recaptured satisfactorily and completely using the fine adjustment of the delivery system. A second valve release was performed, resulting in a higher position than the initial one. Subsequently, another attempt to recapture the delivery system was made. This maneuver presented difficulties but allowed the valve to be recaptured sufficiently to reposition the system and perform a new release. The position obtained in the third release was not considered satisfactory. Therefore, it was decided to recapture the valve once more and restart the release procedure. The third recapture attempt was not completely successful despite the use of the fine adjustment of the delivery system. Consequently, it was decided to pull the delivery system to the abdominal aorta to try to complete the recapture. Since it was not possible to fully recapture the valve, with the delivery system's radiopaque markers remaining exposed, the team opted to start a new procedure. A temporary pacemaker would be used on the patient and a new large flexnav delivery system and an unknown size valve. There was no effects to patient were reported.

Manufacturer narrative:
An event of positioning problem and retraction problem was reported. The device was returned to abbott for investigation. The mid-section of the valve capsule was noted to be kinked, and the valve capsule marker band area appeared to be stretched, which is consistent with damage during use. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were tested, and all were functional with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported retraction problem and positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It was reported that many attempt to recapture the valve were made but none of them succeeded to have a satisfying deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging provided, which confirmed the events described. Based on the information received, the cause of the reported incident is consistent with operational difficulties. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.